Event description:
According to the reporter, the device involved in this report exhibited noise in recorded episodes. Noise would be reproducable during breathing and coughing.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.